Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a watchman flx laa closure device & delivery system (wds) were inserted, deployed, and released in the intended location. After the wds was implanted, the physician noticed a mobile thrombus at the end of the was via fluoroscopy. The physician aspirated the thrombus through the was. The patient has been discharged.